Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer confirmed that the control iq function was turned on. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.